Event description:
It was reported that the patient was going to have his implantable neurostimulator (ins) moved from his left chest to left abdomen on (B)(6) 2012 due to possible pocket erosion. There was no infection. Follow-up information reported the surgery occurred on (B)(6), but the pocket was simply revised and the ins was repositioned within the chest pocket. The ins was not moved to the abdomen. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, product typ extension product ID 3389s-40, lot# v742349, implanted: (B)(6) 2011, explanted: na, product typ lead product ID 3389s-40, lot# v721172, implanted: (B)(6) 2011, explanted: na, product typ lead. (B)(4).